Event description:
The pt reportedly experienced deterioration in performance. Testing of the pt's device showed multiple open electrodes. Programming adjustments were made, however, this did not resolve the issue. Schedule to explant the pt's device has been scheduled.